Event description:
It was reported that the right atrial (ra) lead was explanted due to unknown reasons. The lead was replaced. No additional adverse patient effects were reported. It is unknown if the lead will be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Additionally, the lead had passed the stylet insertion test without issue, indicating there was no blockage in the lumen. However, there was foreign material in the helix area, which caused the lead to fail the helix mechanism test. The lead had passed the test once the foreign material was removed.

Event description:
It was reported that the right atrial (ra) lead was explanted due to unknown reasons. The lead was replaced. No additional adverse patient effects were reported. The device was returned for analysis.